Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip. Unit received with missing end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that buttons were not responding. Customer's blood glucose was 140 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.